Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pocket pain. The physician felt that the ipg was sitting close to the bone when the ipg site was opened. The patient underwent a revision procedure wherein the ipg was repositioned and remained implanted. The patient was doing well postoperatively.